Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the clip delivery system (cds), after bleeding the gripper lever, the physician closed the gripper lever cap, but a leak was noticed in both of the gripper and lock lever caps. It was noted that all steps were performed per instructions for use (IFU). The physician decided to not use the cds and replaced it. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leaks was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leaks appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.